Event description:
It was reported that the pump indicated a data log corruption. It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.